Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) was very hard and difficult to press. The customer removed everything, the 5f non-cordis introducer and exoseal, and inserted a 6f introducer and closed with an unknown 6f exoseal. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The other products used work perfectly well. A 5f non-cordis sheath and another non-cordis sheath was used. The exoseal vcd was used in an interventional procedure. The physician achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428204 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) was very hard and difficult to press. The customer removed everything, the 5f non-cordis introducer and exoseal, and inserted a 6f introducer and closed with an unknown 6f exoseal. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The other products used work perfectly well. A 5f non-cordis sheath and another non-cordis sheath was used. The exoseal vcd was used in an interventional procedure. The physician achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. The device will not be returned for evaluation.